Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Caller did not have the pump available to attempt a reset at the time of the report but planned to follow up and complete a pump reset with technical support when the device became available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.